Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the there was no insulin coming out of the other part of the tubing. Customer¿s blood glucose level was 275 mg/dl at the time of incident. Customer stated that the high performance test was performed and the black dot was found. Customer stated that the drive support cap was normal. Customer did not receive an e70 alarm. Customer got the no delivery alarm while doing the fill tubing and motor error was found. Customer was able to complete pump rewind. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and the delivery accuracy test at 0.08750 inches. All operating currents are within specification. Off no power alarm functions properly. The no delivery alarm functions properly during the basic occlusion test. No absence of occlusion alarm noted. Device alarmed motor error during occlusion test due to faulty force sensor resistor (gold). The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.